Event description:
The customer reported that the surgeon was unable to pull the knife trigger and cut tissue during the procedure. It was noticed that material from the blue jaw disengaged and fell into the pt cavity. This material was retrieved and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.